Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. The customer's blood glucose (bg) level ranged from 75-76 mg/dl. The customer consumed carbohydrates to address bg. During troubleshooting, tandem technical support reviewed the pump logs and determined that pump did not calculate the correct amount of units of insulin. The customer's blood glucose level was 217 mg/dl and was predicted to rise to 334 mg/dl. According to the logs, the pump delivered 2.4 units of insulin and should have suggested 5.7 units of insulin. Reportedly, the issue resolved and the customer continued using the pump for insulin therapy.